Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted. The patient's medical history included menses irregular, anxiety, depressive disorder, menometrorrhagia, vaginal bleeding and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2010. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: bicornuate uterus is identified. An essure fallopian tube occluding device is in place on the right side. The left fallopian tube is occluded, as noted above. The patient tolerated the procedure well. There were no complications. Pathology test on (B)(6) 2010: persistent right adnexal mass and menometrorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure inserted. The patient's medical history included menses irregular, anxiety, depressive disorder, menometrorrhagia, vaginal bleeding and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2010. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bicornuate uterus is identified. An essure fallopian tube occluding device is in place on the right side. The left fallopian tube is occluded, as noted above. The patient tolerated the procedure well. There were no complications. Pathology test - on (B)(6) 2010: persistent right adnexal mass and menometrorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.